Event description:
Stop auto was like regular contact solution. The warning label should have been bigger or something. Are you still like regular contact solution causing the worst pain I've ever felt in damage to my eyes. Eye damage. Dates of use: (B)(6) 2017. "Is the product over-the-counter: yes. Did the problem return if the person started taking or using the product again: yes."